Event description:
It was reported the device was turning on and off during the day. The impedance measurements were normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).